Event description:
During review of the programming history available to the manufacturer, it was noted that the initial interrogation of the patient's vns on (B)(6) 2005 was indicative of a faulted diagnostics test. A system diagnostics test was noted as faulted at the previous office visit on (B)(6) 2005. A final interrogation was not performed. The settings were corrected upon discovery. No adverse events have been reported as a result of the unintended change in settings.

Manufacturer narrative:
Analysis of programming history.